Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for low blood glucose. Neither the blood reading or date were reported for the event. Nothing further was reported.